Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was having difficulty fitting the usb cable into the usb port on the pump. Subsequently, the customer is unable to charge the pump. It was confirmed that the usb cable is able to charge other devices. There was no impact to the customer's blood glucose level. It was indicated that the customer would continue to use the pump until the replacement was received.